Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 30-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer broken and failed to close. The field service engineer (fse) powered down the station and removed drawer 2.2 to replace the rail. Upon reboot, the drawer was not consistently sensing closed. The station was powered down again, and the drawer was re-examined. A misaligned rail magnet was found and repositioned. After reinstalling the drawer and powering the station back on, functionality was restored. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had a drawer broken and failed to close. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.